Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿multiple folds", "lipomatous infiltrated lymph nodes bilateral axillary", and "enhanced nodular lesion".

Event description:
A healthcare professional reported a patient with ¿¿lipomatous infiltrated lymph nodes bilateral axillary¿, ¿multiple folds in the envelope of the right prosthesis¿, ¿there is a sharply delineated nodular enhancing lesion para-areolar at 10 o¿clock in the right breast. The lesion is 7 mm in diameter¿, concluding: ¿enhanced nodular lesion para-areolar at 10 o¿clock on the right with diameter 7 mm: the lesion has benign morphological features and may be compatible with a lymph node or fibroadenoma¿. Device remains implanted. This record relates to the right side.